Event description:
During a coronary artery drug eluting stenting treatment procedure the shaft fractured. While the physician was maneuvering a taxus express2 2.75 x 32mm drug eluting stent across a calcified obstruction of a very tortuous circumflex coronary artery the shaft broke completely outside the guiding catheter. The physician reported "I was pushing hard when the shaft of the balloon where the stent was pre-mounted broke completedly outside the guiding catheter." The physician noted the same difficulty with the balloon used for predilation. The procedure was completed with another taxus express2 drug eluting stent of the same size. The condition of the pt was reported as ok.